Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via telephone call that there was a hospitalization due to a high blood glucose of 900 mg/dl. The blood glucose at the time of the call was 66 mg/dl. The customer reported that the drive support cap appeared normal and recessed. The customer declined further troubleshooting and stated that troubleshooting had already been done. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.